Event description:
Customer reported that he is on his way to the fire department to be checked due to high blood glucose. Customer's blood glucose reading was over 600 mg/dl. Customer stated that he was giving himself injections of insulin, but his blood glucose was still high. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.